Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had random a and e alarms. The customer's blood glucose value was unknown. Customer reported that rewind was slower and screen dimmer when battery was low, also had unexplained no delivery alarm. The devices will not be returned for analysis.